Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1tr02 crt-p, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead position check failed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.